Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (removal of implant). Conclusion: known inherent risk of a procedure (removal of implant).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately. It was reported that at the one year follow-up the CT showed that the aortic neck continued to dilate due to disease progression which resulted in a proximal type I endoleak. There was no room to place an aortic cuff; therefore, the physician decided to explant the stent grafts. The stent grafts were replaced with a dacron aorto bi-femoral graft. The stent graft was discarded by the user facility. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show a highly angulated proximal neck; approximately 90deg. The neck is calcified at the renals. The aortic diameter at the sma is 26x30mm, and approximately 21 x 24mm at the renals. The 5cm max diameter aaa is calcified and contains thrombus. The distal aorta is 21 x 24mm and calcified, and the iliacs are tortuous and severely calcified. Post-implant images show the bifurcate positioned within the short and angulated neck; there is a proximal type I endoleak. The aortic diameter at the sma is 27 x 32mm. The max aaa diameter is 8.3cm. The ipsilateral limb is placed in the left iliac; crossing over the contralateral limb in the distal aaa sac. There appears to be a stent placed within each iliac limb across the distal aorta.